Event description:
It was reported when using the bd pyxis¿ medstation¿ es, full height drawer was showing as not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer that had previously been repaired but began malfunctioning again. A field service engineer after unsuccessful attempts to resolve the issue with drawer 5 in the main station, the engineer decided to replace the full height drawer. The engineer replaced the faulty drawer, manually removed all full height (fh) cubies from the legacy unit, and once the 4gen1 system was back online, reassigned the new fh drawer to the fifth drawer position. Each fh cubie was then placed back in its original position. User inventoried the medications in drawer 5, and the failure icon disappeared. The user also completed a medication inventory, confirming the drawer was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, full height drawer was showing as not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.